Event description:
The account alleged that the bed exit was set; the pt got out of bed and fell. The caller was not aware of any injuries.

Manufacturer narrative:
When the facility's biomed looked at the bed, the pt positioning monitor (ppm) was turned off. The biomed asked technical support if the ppm sys could turn itself off. Tech support indicated that it is not designed to turn itself off. Repairs have not been completed.